Event description:
A distributor in france reported that a pump had a malfunction with a black screen, making the touchscreen unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level, as no blood glucose information was provided. The action taken included the return of the malfunctioning device, with an expected return date set, and the distributor provided a replacement pump with a specified serial number.